Event description:
It was reported that insulin squirted out after manual prime, and the piston stopped to move forward after the reservoir made contact. The motor slow down and the numbers ramp up when insulin exit the tubing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk.